Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported cylinder hole. Product analysis identified a leak in the proximal cylinder body, but this is consistent with sharp instrument damage which probably occurred during the explant surgery. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. There was a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder was not pressure test due to that leak was identified. The momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Upon removal a hole in the left cylinder was identified. The pump and the left cylinder were removed and replaced at the discretion of the physician. The cause of the cylinder hole was not detailed by the hospital. The patient improved and had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Upon removal a hole in the left cylinder was identified. The pump and the left cylinder were removed and replaced at the discretion of the physician. The cause of the cylinder hole was not detailed by the hospital. The patient improved and had a stable outcome.